Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received multiple inappropriate shocks due to post-sensed t-wave oversensing. Since the issue could not be resolved with programming changes, the physician elected to replace the lead. The patient was in good condition.